Event description:
The customer reported that the jaw is "off" by 3mm following calibration by service. X1 jaw mechanical position didn't match the digital readout, which created an error with the morning daily qa and the delivery of imrt prostate plans. Total number of affected pt's on treatment is 50. It was reported that 2/3 of treatment plans were affected. Customer has not released further info on pt injury or pt data.

Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate. Additional follow-up to this MDR is expected upon completion of the investigation.